Event description:
Patient presented in-clinic after receiving inappropriate shock in response to atrial tachycardia. No device malfunction was suspected. The device was reprogrammed to resolve the event. The patient was in stable condition.